Event description:
It was reported a power on reset (por) condition occurred. No patient symptoms were reported. No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).